Event description:
It was reported that the pt is complaining of weakness, a little pain in the groin, high levels in blood work, and bad infection in the beginning.

Manufacturer narrative:
The pt is (B)(6). At this time, the pt was unable to identify the device implanted, however believes them to be either rejuvenate or abg ii. Add'l info has been requested and if received, will be provided in a supplemental report.